Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a patient presented in clinic after receiving multiple shocks during a coronary artery bypass grafting surgery. Interrogation revealed an alert for possible output circuit damage. The use of cautery was suspected to be the cause of the false alert. A firmware download and check up are scheduled. Device remains implanted.

Event description:
New information received notes that the device was successfully explanted and replaced due to eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.